Event description:
It was reported that there were intermittent telemetry difficulties and premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device lost telemetry and function due to battery depletion brought on by excess current drain. A solder bridge was found on an ic (intergrated circuit) which resulted in a leakage path that caused the high current drain.

Event description:
It was reported that there was telemetry difficutly and premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.